Event description:
Running in volume mode. Volume control 7.5 l/min. During startup of the ventilator the volume frequency rises to 165, unit is very noisy, gives alarm and too high pressure. Alarm for oxygen was wrong, limit set to 21% but alarm is released at 40%, according to display.